Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for another indication. On an unknown date during hospitalization, the patient developed peritonitis. The cause of the peritonitis was reported as ¿something from the hospital¿ this was not confirmed. During the same month as receipt of this report the patient was treated with intraperitoneal (ip) gentamicin, reported as ongoing (dose and frequency not reported). At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13f05068, h13g26039, h13i06037 and h13j29038 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).